Event description:
It was reported by the patient that after their last follow-up visit with the clinic they felt unwell after their device was interrogated. They stated that they felt like their hr (heart rate) had slowed down. Follow-up attempts were made with the clinic to obtain further information but were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.

Event description:
The device has been removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).